Event description:
It was reported, the lubricate from inside the colonovideoscope leaked out into a patient, not in front of the scope. The issue occurred at the end of a diagnostic colonoscopy. The procedure was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer has a contract with a 3rd party repair center where the device has been sent. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event was not confirmed and a root cause could not be determined. The operation manual states on third-party repair as follows: " prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.